Event description:
It was reported that the field representative called for review of device data for this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. The physician suspected there was t wave oversensing during a ventricular tachycardia (vt) episode resulting in one inappropriate shock. Technical services reviewed the true ventricular rate and found the device intermittently double counted wide complexes. Additionally, there was a concern about shock impedance measurements measuring, 188 ohms and system impedances measuring around 120-130 ohms. Technical services provided programming and troubleshooting options. At this time, the system remains in service. No adverse patient effects were reported.